Manufacturer narrative:
Additional information: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including pressure and clear passage testing was performed, and no issues were noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a non-dehp y-type catheter extension set appeared damaged. During an unspecified process step ¿the distal tip of the tubing is fractured¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.